Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event was previously reported to the FDA under medwatch number: mw5084442. It was reported that a female patient who underwent breast surgery with two unknown gel breast implants experienced bilateral brain fog, burning sensation, sore joints, sensitivity to light, sound and temperature, inflammation, rashes, hair loss, feelings of sickness, difficulty swallowing, food intolerances and pain in the left breast post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device.